Manufacturer narrative:
Section a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) had a defective pusher resulting in damaging the lens. No further detail was provided.